Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned for evaluation. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
During the procedure, they advanced the device down to the lesion in the sfa over a thru way wire. They made one pass, blades down. They came back to do a second pass, again blades down and the jetstream pinched down on the wire and would not advance. The rotaglide was in the flush bag. They had to remove the device as a unit and they lost access across the lesion. They then completed the procedure utilizing a balloon. No complications, the patient is fine.